Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. Three closure devices were used with multiple recaptures before the 24mm closure device was successfully implanted. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 2.5 hours post procedure the patient was experiencing chest discomfort and was slightly hypotensive. The patient was given fluids, and a transthoracic echocardiogram was performed. The imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained 450cc of fluid from the pericardial space. The patient was asymptomatic and feeling better the next morning. The patient did not experience any other complications and is expected to make a full recovery from this event. It was further reported that the patient has been discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. Three closure devices were used with multiple recaptures before the 24mm closure device was successfully implanted. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 2.5 hours post procedure the patient was experiencing chest discomfort and was slightly hypotensive. The patient was given fluids, and a transthoracic echocardiogram was performed. The imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained 450cc of fluid from the pericardial space. The patient was asymptomatic and feeling better the next morning. The patient did not experience any other complications and is expected to make a full recovery from this event.